Event description:
It was reported that there was a malfunction of the pump with a non-resettable malfunction code 16-0x20e6, requiring a pump replacement. There was no reported adverse impact to the customer¿s blood glucose level, though the exact level at the time of the event was not provided. Technical support confirmed the replacement pump and provided instructions for returning the malfunctioning pump, which was still under warranty. The customer declined to share information about their backup insulin therapy during the transition.